Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted on: (B)(6) 2021; product ID: 5076-52 lead, implanted on: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room complaining of acute chest pain. On interrogation it was noted that the right atrial (ra) lead exhibited no capture, low impedance and under-sensing. Lead perforation was suspected. The ra lead was moved to a more septal position from the lateral position it was in before. And remains in use. An antibacterial envelope was also implanted. No further patient complications have been reported as a result of this event.